Manufacturer narrative:
Insulin pump received with depleted duracell alkaline battery installed. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. Insulin pump failed vibrates check on self test. Unable to verify vibrate anomaly due to insulin pump preservation. Insulin pump had a small crack on the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Data analysis: basal delivery only 12/04/14 daily insulin total: 19.200u12/05/14 daily insulin total: 19.200u12/06/14 daily insulin total: 19.200u12/07/14 daily insulin total: 19.200u12/08/14 daily insulin total: 19.200u12/09/14 daily insulin total: 19.200u12/10/14 daily insulin total: 19.200u.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer's niece called to report the customer passed away at home on (B)(6) 2014. The cause of death was not officially known and may have been related to a heart attack and/or complications relating to diabetes. The customer had problems with his eyes, had gone through dialysis and had a stint in his heart. The customer had kidney failure and heart disease in his med history. The last blood glucose reading was recorded on (B)(6) 2014 at 6 pm. The blood glucose reading was 204 mg/dl. The niece believed that the customer was wearing the insulin pump at the time of death. Requested that the insulin pump be returned for analysis. The insulin pump will be returned for analysis. The niece agreed to upload the info from the insulin pump. Nothing further reported.